Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's battery charger/modem was displaying "insert battery" when a battery pack was already inserted. Additionally, the pt's monitor would not power up. The pt was issued a replacement battery charger/modem, battery pack, and monitor.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (not detecting battery) was confirmed. Upon investigation the battery charger/modem was resetting due to corrupt flash programming. Corrosion was discovered on the battery board. The root cause of the defective flash programming could not be positively identified. The root cause of the corrosion could not be positively determined but was likely ingress of an unk liquid. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't power up monitor) has been confirmed. Upon investigation the battery would not charge or power on a monitor. Additionally, there was liquid contamination within the battery pack, and the pca board was corroded. The source of the corrosion has not been positively identified but is likely due to liquid ingress. The root cause of the liquid ingress could not be positively identified. Device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor failed to power up due to defective flash memory chips u102 and u105. The root cause for the defective flash memory chips could not be positively identified. No adverse event resulted from the defective battery charger/modem, battery pack, and monitor. The pt received a replacement battery charger/modem, battery pack, and monitor. Device MFR date: battery charger/modem sn (B)(4); MFR 03/2011. Battery pack sn (B)(4); MFR 08/2011. Monitor sn (B)(4); MFR 05/2010.